Event description:
It was reported the trialsurface was found broken when the tray was returned from sterile processing, during review in the office. There was no patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - provisional top. Visually verified item lot combination and reviewed manufacturing date as item exhibits signs of repeated use (nicks, gouges) and is fractured on medial side of post, all pieces returned. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaint history search was not performed as the reported issue was addressed in a previous product design change. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Investigation into this issue determined that the likely root cause for the fractures is bending/torsional loading on the device. A notification was previously sent to the field to provide additional clarifications relating to the instructions for use of the instrument construct for all users on file at the time of the field notice. Components and standard (non-cps) components have been modified to prevent fracture. The fractured item in this complaint was manufactured before the design modification. Complaint is confirmed via product return & evaluation. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to address this issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.